Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dbs was not working correctly. Patient clarified she is experiencing a return of symptoms. Patient stated the return of symptoms began about a year and a half ago. Patient confirmed she knows the therapy is turned on.